Manufacturer narrative:
Method: no sample received for evaluation and investigation. Although additional information was requested, it was not provided. The lot number was not provided, therefore, the device history records could not be reviewed. Results: without the actual product, an analysis cannot be conducted. If additional information pertinent to this complaint or the sample is received, a follow-up report will be filed.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550ml. Flow rate: 10ml/hr. Procedure: total knee replacement. Cathplace: femoral nerve catheter. Bolus button stuck down for over 30 minutes while attached to the patient. Pump was clamped off, but button stayed stuck down. Orange indicator was in the down position. When tubing was removed from the pump, the button did pop back up. No adverse event reported. Date of event: unknown.